Event description:
A report was received that the patient was having redness, welting and itching around the ipg site. In initial testings nothing abnormal was found. However further testing showed that the patient was allergic to the device. The patient underwent an explant procedure where the entire system was explanted. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient was having redness, welting and itching around the ipg site. In initial testings nothing abnormal was found. However further testing showed that the patient was allergic to the device. The patient underwent an explant procedure where the entire system was explanted. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-70, serial # (B)(4), description: artisan surgical lead with platnalock technology - 70cm the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.